Event description:
Cartridge alarms were reported during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had experienced cartridge alarms with consecutive cartridges, and as a resolution, the pump was replaced by cts.